Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-oct-22. It was reported that the cause of the inability to aspirate the catheter was not determined. Once the pump was exposed during surgery the doctor found no issues at all with the catheter. He was able to aspirate without issue and he got good cerebrospinal fluid flow back. The catheter was left in place and only the pump was replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (6.0 mg/ml at 1.8145 mg/day), clonidine (175.0 mcg/ml at 52.92 mcg/day) and bupivacaine (10.0 mg/ml at 3.024 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient came into the doctor's office on (B)(6) 2018 for a refill and complained of some withdrawal symptoms from him medication and increased pain. Upon performing the refill, there should have been 5.8 ml of medication but there was actually 25 ml of drug left. Interrogation of the pump showed a motor stall where the pump had been stopped for 1092 hours and 15 minutes. There were no environmental, external or patient factors which may have led or contributed to the issue, but it was noted the drugs use d in the pump were off label. It was also reported the doctor could not aspirate the catheter. The pump was going to be replaced as soon as possible and the catheter would likely be revised or replaced as well. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.